Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The modalities manager reported a defoa check vent, battery failed issue. The ventilator was in the installation process and not put into use, therefore there was no risk to the patient for injury or death.

Manufacturer narrative:
Updated .